Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported patient is not feeling stimulation since last night. Caller stated patient has "lost their bladder" and thinks that may have something to do with it. Caller reported controller is showing 60% and implant 100%, recharging excellent. Caller reported therapy is on and in group a; patient confirmed group a is the group they normally use. Agent reviewed general programming guidance in regard to changing groups and adjusting intensity. Agent redirected to healthcare provider (hcp) to further address.